Event description:
It was reported that a pt underwent a pelvic floor repair procedure on an unk date. The pt developed left leg numbness and weakness of moderate intensity, which the surgeon reported was related to the pt's positioning on the table during the procedure. The pt underwent physical therapy and was using a walker as a result. The event was resolved as of 2007.

Manufacturer narrative:
Date sent to the FDA: 03/27/2008. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch mfg records was conducted and the batch met all finished goods release criteria.